Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified drugs (doses, frequencies and routes were not reported) and pd therapy was ongoing during the treatment. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. It was not reported whether the patient was hospitalized for the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.